Event description:
It was reported to philips that the device has an EKG failure. There was no patient involvement. The field service engineer (fse) evaluated the device and confirmed the device was failing the operational check. Upon conclusion of the evaluation, it was determined that the EKG 3 lead cable requires replacement. It was replaced. The device passed testing and was put back into service.